Manufacturer narrative:
Visual inspection evaluation summary: a visual and a tactile inspection was carried out on the returned device: a twisted point was detected on the balloon, at 5,5 cm from the tip. The device was succesfully flushed and a guidewire 0,018" was advanced from the tip to the device hub, no major resistance was encountered during the procedure. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the twisted point was still present on the balloon - 2 bar: a change in the balloon profile was detectable in the former twisted point. - 7 bar: the balloon was completely inflated, wrinkles were detectable in the former twisted point. - 14 bar (rbp pressure): the guidewire lumen underneath the balloon was found twisted

Manufacturer narrative:
Evaluation, results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion evaluation codes: conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact pacific drug eluting balloon to treat a lesion in the popliteal artery. No abnormality noted during preparation and inspection of the device prior to use. No resistance /difficulty encountered during delivery of the device to the lesion. During the procedure, the balloon could not be inflated, balloon was 'wrapped'. No patient injury or clinical were sequelae reported for this event. Another balloon was used to complete the treatment . Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.